Event description:
The pt called lifescan and alleged the one touch profile meter was "not working well for a month". No readings were given. No symptoms reported. The pt went ot the clinic to have their boood glucose checked. Result on unk meter was 138 mg/dl. No treatment. The pt's dose of glucophage was given. The customer care rep performed troubleshooting. No control solution, however during troubleshooting the meter powered off during use. Based on the info obtained from the pt the event is reported as a product malfunction. The meter was replaced and return expected. Control solution sent.